Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was offline and would not power on. A field service engineer (fse) unplugged all drawers to identify the one preventing the machine from powering on. Drawer 3.2 was found to be the cause. The drawer controller card on 3.2 was replaced, and the device was rebooted. Drawer 3.2 was tested in the hardware test application, and the customer inventoried medication in the drawer. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.